Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had several problems with the insulin pump. The customer had a no delivery and their blood glucose levels were running high. The customer also received a motor error. The insulin pump blinked on and it went off but it was not coming back and it had been 24 hours. The customer declined troubleshooting. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.